Manufacturer narrative:
Concomitant products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2001, product type extension; product ID 3387-40, lot# j0118279v, implanted: (B)(6) 2001, product type lead; product ID 3387-40, lot# j0118279v, implanted: (B)(6) 2001, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional review reported that the patient was ¿never fully happy¿ with the therapy. The left side of his body was the side that was having a problem. The left side had ¿never been as good as the other side.¿

Event description:
Abnormal impedance values were reported. Impedance values and currents on unipolar pairs were as follows: c-0: 1217 ohms, 13 ma c-1: >2000 ohms, 10 ma c-2: >2000 ohms, 10 ma c-3: 1245 ohms, 13 ma 0-1: >2000 ohms, 9 ma 0-2: >2000 ohms, 9 ma 0-3: 111 ohms, 70 ma 1-2: >2000 ohms, 8 ma 1-3: >2000 ohms, 8 ma 2-3: >2000 ohms, 9 ma it was stated that the patient had had "some impedance issues in the distant past" and nothing had to be done about that, "they just kind of had gone away." It was mentioned that x-ray assessment had been performed. Impedance values on "the other side looked pretty good." The therapy impedance there was 1231 ohms with a current of 43 ma. It was stated that the left side of his body was the side that was having a problem. The patient had had reprogramming done a couple days prior to the report and at the time of the report the therapy was "not as good." The doctor would try reprogramming again to recover therapy. Impedances were reported as fine at the time of the reprogramming session. The patient's implantable neurostimulator (ins) was repro grammed "a bit." "The case positive" was changed to "a negative" and "with the same pulse rate." The patient came into the office at 3 volts, but was unable to "get up past 0.8 volts" after reprogramming. When the voltage was increased past 0.8 v, the patient "was getting dystonia." It was stated that the patient was not doing well. Current impedances were "much higher than they were at the start." It was suspected that "something had changed while the patient had been being programmed." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted. Refer to manufacturer report #3004209178-2013-00594. Two devices were implanted on the same day and it was unclear which device the reports pertained to.